Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The device history records (DHR) for the device were reviewed. The associated device was released based on company acceptance criteria. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported a vacuum exceeds limit error and treatment stopped automatically during corneal flap creation of the left eye. Additional information has been requested.

Manufacturer narrative:
Review of the logfiles for the day of treatment shows the user performed the ablation check successfully without issue. During the preparation of the reported treatment, the user was not able to get good suction 2 values so the customer achieved only values near the error limit (600 mbar). The error limit is 585 mbar and during the bed cut, the measured suction value dropped to 580 mbar which leads to the abortion of the treatment by the system. According to the vacuum check and the other treatments on that day, the system is able to achieve valid and very good suction values. Therefore, no technical issue was found to cause the problem. Since the suction 2 values were near the error limit before the treatment, this problem is caused by user handling during docking. No technical root cause could be determined as the system is performing within specifications. Most possible root cause is user handling during docking. (B)(4).